Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a stripped battery cap coin slot, cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was making an odd sound. The display returned after a 10 minute insulin pump rest but the insulin pump alarmed unexpected restart. The screen went black and then blank. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.